Event description:
It was reported that caregiver got a rash using purewick female external catheter at night and patient was recommended a cream to use by the doctor.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: setup: using standard suction tubing, connect the purewick¿ female external catheter to the collection canister. Placement: with soft gauze side facing patient, align distal end of the purewick¿ female external catheter at gluteal cleft ,slowly place legs back together once the purewick female external catheter is positioned. Removal: to remove the purewick¿ female external catheter, fully separate the legs, gluteus, and labia. To avoid potential skin injury upon removal, gently pull the purewick¿ female external catheter directly outward. Recommendations: replace the purewick female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewick¿ female external catheter. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.